Event description:
A customer contacted stryker to report a non-critical issue with their device. During inspection, it was found that the device failed to deliver energy at 360 j and required 45 seconds to charge. Additionally, the lid magnet was out of its place. As a result, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and it was found that the device failed to deliver energy at 360 j and required 45 seconds to charge. Additionally, the lid magnet was out of its place. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker product analysis center (pac) evaluated the device and was unable to duplicate or verify the issues with defibrillation energy delivery and charging. During evaluation it was observed that the magnet was loose and it would intermittently pop out. An engineering investigation has determined that due to the design of the lpcr2 lid switch, absence of the lid magnet allows current to flow from the battery, even when the device is in standby mode. This will reduce the life of the battery. Therefore, the reported issue, the loss of lid/lid magnet, is associated with two hazardous situations: opening the lid does not turn on the device, and, higher than intended current draw while the device is in standby mode results in a prematurely depleted the battery. Replacement of the device lid so that the magnet is present in the device allows the lid switch to function as designed; turning on/off the device when the lid is opened and preventing current draw when the device lid is closed. The lpcr2 operating instructions has been updated to include additional troubleshooting tips to direct the customer to act when device behavior indicates the lid magnet may be missing. A new warning informs the customer of the risk associated with a missing magnet. The customer received a replacement device.

Event description:
A customer contacted stryker to report a non-critical issue with their device. During inspection, it was found that the device failed to deliver energy at 360 j and required 45 seconds to charge. Additionally, the lid magnet was out of its place. As a result, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.